Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure after successfully completing a firing, the green plastic of the reload broke in two places and the pieces fell in the patient. The pieces were retrieved laparoscopically. Procedure was completed with the same stapler. There were no patient consequences reported.